Manufacturer narrative:
Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of catheter broke / separated after placment with lot 5219651 regarding item #381023. DHR number 5219651 has been reviewed. No related quality issues or process deviations were found during the manufacture of the subassembly lot and packaging line. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. .

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that during the insertion of the catheter as part of a CT scan, after the needle and then the catheter had been removed, it was found that the catheter had broken at its distal end. A fragment of the catheter remained in the patient¿s subcutaneous tissue; it was palpable at the puncture site and could not be removed by manual compression. The presence of the foreign body was confirmed by imaging. This incident required medical intervention to remove the fragment. Following this event, the batch in question was immediately withdrawn from use. The medical device in question could not be retrieved from the medical devices functional unit for expert analysis. Response received on mon (B)(6) 2026. Yes, the patient has suffered harm. Whilst the IV was being inserted prior to the CT scan, a section of the catheter broke off and remained in the subcutaneous tissue at the puncture site. This foreign body is palpable and has been confirmed by x-ray imaging. This incident resulted in: physical injury (presence of a subcutaneous foreign body), the need for further investigations (x-ray), additional medical care, including consultation with specialists (radiologists, surgeons/orthopaedic surgeons) and a likely procedure to remove the fragment.